Event description:
It was reported that bd maxzero needless connector was leaking. The following information was received from the initial reporter with the following verbatim: it was reported by a customer that the max zero connector clave was used and would not flush or clamp. There have been several reported events with bd max zero being broken and spraying products.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.